Manufacturer narrative:
Initially the attorney reported that a single event of the implant of a composix kugel mesh occurred, however, medical records received and a review of these records identified another event. Based on the review of medical records, the pt underwent epigastric and umbilical hernia repair using composix kugel mesh on (B)(6) 2002. Approx three years later, the pt underwent repair of recurrent hernia using composix kugel mesh. It was noted the omentum was adherent to the internal aspect of hernia sac. Lysis of adhesions were performed. The pt underwent incisional hernia repair on (B)(6) 2007 using composix kugel. Two previously placed composix kugel meshes were explanted. It was noted that the mesh was found to be adherent to the left side of the abdominal fascia. On (B)(6) 2007, the pt underwent laparoscopic ventral hernia repair with a non-bard product and lysis of adhesions were performed. Approx three days later, the pt was admitted for distension, nausea, vomiting and abdominal pain and drainage. A massive incisional hernia was found and the pt underwent incision of all previously placed meshes including the non-bard product implanted days earlier. It was noted the mesh appears to be torn along the suture line but likely secondary to the severe vomiting. Based on the info provided, the pt has a long standing history of abdominal repairs. There is no indication of a device failure. Although the pt was treated for recurrence and adhesions, it should be noted that recurrence and adhesions are known adverse events listed in the IFU. Additionally, no product has been returned. No conclusion can be drawn at this time. See MDR 1213643-2011-00187 for info related to the composix kugel mesh implanted on (B)(6) 2005. Info related to the recalled composix kugel mesh implanted on (B)(6) 2007 has been reported in accordance with rae (B)(4).

Event description:
On (B)(6) 2002 - pt underwent umbilical and epigastric hernia repair using composix kugel patch. On (B)(6) 2005 - pt underwent repair of recurrent hernia using composix kugel patch. Lysis of adhesions were performed. On (B)(6) 2007 - pt underwent incisional hernia repair with composix kugel patch. Previous mesh was found to be adherent to left side of abdominal fascia. Two previous composix kugel meshes were explanted. On (B)(6) 2007 - office visit, pt has significant rectus diastasis. On (B)(6) 2007 - pt underwent laparoscopic ventral hernia repair with non-bard product. Lysis of adhesions were performed. No evidence of bowel injury. On (B)(6) 2007 - pt admitted for distension, nausea, vomiting, abdominal pain and drainage. Repair of incisional hernia with non-bard product. Mesh appeared to be ripped secondary to severe vomiting. All previously placed meshes were explanted including composix kugel mesh. Pt discharged on (B)(6) 2007.